Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 409mg/dl. Customer trying to go into auto mode but his blood glucose was high. Customer stated she changed set and it started going up and got the flow block alarm. The device will be returned for analysis.